Event description:
21-year-old healthy female had implants placed in the ur1 and ul 1 positions, without additional bone grafting. A 15x25mm volumax was used buccally to thicken soft tissues. Patient started to get a neuralgia type pain from the ul 1 implant (ur1 absolutely fine); the doctor had to re-enter at 1 month to remove the left implant. On re-entry, the volumax was found to be no longer as one intact piece - it was yellowish and soft like goo and had lost its dimensional stability. The doctor removed the volumax.

Manufacturer narrative:
Failure to manage the material or relax the flap in this manner may lead to the formation of inflammation and or infection around this material. This could also lead to the description of a yellowish and soft presentation of volumax.